Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.

Event description:
It was reported that during a procedure the core impaction drill leaked. Back-up equipment was used to complete the procedure. Nothing entered the surgical site. No adverse consequences to the user or patient were reported, as a result of this event.

Event description:
It was reported that during a procedure the core impaction drill leaked. Back-up equipment was used to complete the procedure. Nothing entered the surgical site. No adverse consequences to the user or patient were reported, as a result of this event.

Manufacturer narrative:
The technician was unable to duplicate the alleged leaking. The customer also stated that they are adding lubrication to their devices, which is advised against in the device care instructions and could have caused the leaking.